Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was initially reported that a patient was admitted to a hospital for back pain. The patient had/was to receive an MRI due to the back pain. On (B)(6) 2011, it was later reported that the patient had visited a physician on (B)(6) 2011 for a pump dye study. The patient had an abrupt decrease of her analgesia, and the patient was wondering if the catheter was in the right place. Aspiration of 2 ml of csf was achieved, however, it was noted the csf returned extremely slowly. The catheter was seen to be intact, and was seen to enter into the spine at about the t12-l1 level. The catheter had progressed up the intrathecal space, and could be observed tracking posteriorly. Injection of contrast went smoothly. The injection of contrast on the ap views were seen to be in the center of the spine. On the lateral views it appeared that the contrast was layering posteriorly, and what appeared to be the epidural space. Aspiration then of further csf was somewhat difficult and was intermittent. The physician believed the catheter was partially in the epidural space, and partially in the intrathecal space. It was believed that this would account for some of the intermittent loss of analgesia. The pump was then reprogrammed. The drug administered via the pump was morphine. The patient was noted as having been given a dose of 10.5 mg/day from a concentration of 30 mg/day; and was given a bolus of 10 mg to flush the fluids through the pump. The physician discussed replacing the catheter, however, the patient wanted to leave it the way it was at that time. The battery was noted as being about 8 years old and probably close to its end of life. The physician will consider replacing the catheter and the pump in the future. Additional information will be provided in a follow-up report as it becomes available.